Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned from the homecare setting with a report of device not delivering a dose when the bolus button was pressed. It was reported that the bolus cord was connected to a gemstar pump and was being used to deliver hydromorphone 1mg/ml, with a basal rate of 0.3mg/hour, a bolus dose of 0.3mg/10minutes as needed, via a peripherally inserted central catheter (PICC) line. After an unspecified length of time, the nurse reported to the pharmacy that when the bolus button on the bolus cord was pressed, the device did not deliver a dose. It was reported that the therapy was resumed by pressing the manual bolus button on the pump. At an unspecified time, the bolus cord was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.